Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r waves over-sensing on current electrogram. It was also reported that the implantable pulse generator (ipg) exhibited a potential data collection issue. Both the right atrial (ra) lead and the ipg remain in use. No patient complications have been reported as a result of this event.